Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the pacing lead impedance has increased significantly over the past 9 months and then stabilized. High voltage lead impedance gradually increased and then stabilized a year ago. There were no adverse consequences to patient and the patient will return for a routine follow-up.